Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed via a merlin at home transmission. The patient was asymptomatic. Multiple measurements with arm isometrics testing were stable. The patient will continue to be monitored through merlin.